Event description:
Reporter indicated that a system diagnostics test at the office visit resulted in a high lead impedance reading indicating a possible device malfunction. X-rays evaluated by treating physician did not reveal any lead discontinuities. Office note indicated that the patient was experiencing an increase in seizures above pre-vns baseline in 2006. Patient was prescribed ativan 2mg to "break frequent clusters of seizures" and the programmed settings of the patient's device were increased from 2.75ma to 3.0ma. Review of diagnostic history by manufacturer indicated system diagnostics results of high lead impedance date: 2005. Revision surgery is likely.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.